Event description:
(B)(4).

Manufacturer narrative:
The lift was inspected by a hill-rom technician and the condition of the mast attachment plate indicated that there had not been any screws installed. No records of maintenance could be found. The lift will be taken out of service until repairs and checks have been completed.